Event description:
It was reported that the customer was experiencing high blood glucose. Customer sated that she may sensor issues. Customer's blood glucose was unknown. It was found in the troubleshooting the insulin pump is working as designed. Customer stated that her blood glucose was not in range lately. She stated if her blood glucose is in range like 140 mg/dl, she leaves it. Customer reported that she gets threshold suspend and low blood glucose levels and turns off the sensor. Troubleshooting was done. The customer was educated regarding the sensor and blood glucose differences. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.